Event description:
It was reported that the lead perforated the pericardium during positioning and maneuvering. The lead was not implanted. Echo showed a slight blood effusion in the pericardium.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.